Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be autozero valves on sensor board not working properly. In consequence the sensor board 2 was replaced (p/n 155699). The unit passed all tests and was then operational.there was no patient or user harm.

Event description:
Hello, I arrived to install an mr1 yesterday and customer asked me to assist with a g5 repair. The g5 is alarming tf 5510 & 5511. Found flow sensor at -927micro bar and unable to cal to zero. I asked customer to order a new sensor board. Logs attached. Please advise if further repair. Thanks in advance.